Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: cracks found in the rubber glue. The device was boroscoped and found to have scratches and tear marks inside the biopsy channel. Minor scratches were found in the insertion tube. There was a minor chip in the scope connector. The cover glass was loose. The control knob had play in it. The labels were illegible with minor scratches. A meeting was held with the facility staff and an endoscopic support specialist (ess). The ess reviewed with the customer the olympus reprocessing protocol for gif-2th180, and the importance of the use of biopsy valve (maj-419) during bedside pre cleaning. The ess also reviewed the use of channel connection tube during manual cleaning and answered the customer's question on scope cleaning accessories. The ess discussed the difference between the reusable (bw-20t) and disposable cleaning brushes (bw-412t) and reviewed with the customer reprocessing of scope that has resistance in the working channel as well as scope inspection/ inspection of the instrument channel prior to the procedure. The ess advised the customer to schedule refresher in-services for the staff.

Event description:
It is reported during reprocessing of an evis exera gastrointestinal videoscope a clip was found to have been retained from the previous procedure. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause of the suggested event is that the clip was caught by the k-mount or the suction cylinder. Since the clip was not detected after reprocessing of the procedure using it, but was detected during reprocessing after the next procedure, reprocessing or inspections prior to use by the user may have been incorrect. The following description is included in the operation manual to instruct the user to check at inspection prior to use that a therapeutic accessory can be smoothly inserted into the biopsy channel and nothing is ejected from the endoscope's distal end.: inspection and connection of ancillary equipment (section 3.5), inspection of the instrument channel: 1: insert the endotherapy accessory to the a channel through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2: confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve. 3: insert the endotherapy accessory to the b channel through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 4: confirm that the endotherapy accessory is withdrawn from the biopsy valve. Also, section 5.4 "manually cleaning the endoscope and accessories" of the reprocessing manual instructs the user to perform channel brushing during manual cleaning. Per the legal manufacturer, the other issues identified in the initial report (cracks found in the rubber glue, scratches and tear marks inside biopsy channel, scratches found in the insertion tube, minor chip in the scope connector, cover glass was loose, control knob had play in it, and labels were illegible with minor scratches) have no potential to cause or contribute to death or serious injury if they were to recur.